Event description:
Surgeon was using electrosurgical unit (cautery) on left facial incision. Pt was draped and receiving o2 per cannula. A flash fire occurred. Drapes and o2 cannula removed instantly by surgeon. This incident resulted in pt experiencing facial and right shoulder burns.